Event description:
On (B)(6) 2014 a gore® propaten® vascular graft was implanted. On (B)(6) 2014 it was reported to gore that the device occluded twice, date unknown. On an unknown date, an additional procedure was performed, the device is now patent and the patient will be treated with the dialysis.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.